Manufacturer narrative:
Device was received: 9/15/2025. Investigation summary received one (1) used. List #142560488, primary plum set with one (1) used. List #unknown, bag spike adapter with spiros. As received, the filter was wetted out. The set was leak tested per specifications and leakage was observed. The complaint of a leakage from filter vent can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was stated in the report that the drug etoposide was administered from (B)(6) 2025 to (B)(6) 2025, on the third day, it was discovered that the medication leaked from the filter vent, dripping along the tubing onto the floor. There was patient involvement and no harm reported. There was no unprotected chemo exposure to patient or healthcare provider.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. E1 initial reporter facility name: (B)(6) hospital. Additional reporter: (B)(6).